Event description:
The reporter stated that the stopcock popped off of the tubing. This occurred during pt use, but there was no pt injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation. A follow up report will be submitted as soon as the investigation into this issue has been completed.